Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that four days post implant the right atrial (ra) lead displayed occasional far field r-wave (ffrw). It was noted that the ffrw does not seem to impede the overall detection duration of the device. The ra lead sensitivity was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.